Event description:
The facility reported tubing leaked near the port, during patient use for chemo therapy treatment. The leak was noticed on the floor and a spill kit was used for clean up. Although attempts were made by baxter's quality management no details were available regarding patient demographics. The hospital representative states no injury or medical intervention to patient or staff.